Manufacturer narrative:
(B)(4)

Event description:
The nurse stated the patient received questionable high results from coaguchek xs serial number (B)(4). The result from the meter at 9:21 am was 6.2 inr. The patient was sent to the ER to be drawn and the result at 10:18 am from a laboratory using dade innovin reagent was 3.1 inr. The patient did not require or receive any medical treatment and was sent home. There was no allegation of an adverse event. The patient's condition was "dizziness/weakness" at the time of the event, but the patient's condition was currently stable. The patient had no reported changes to coumadin dose, diet, health, or other medications. The patient was not anemic, had no antiphospholipid antibodies, and no other anticoagulants. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr , donor 2 inr: 2.4 inr . Donor 1 hct: 54% , donor 2 hct: 50% . Donor 1: retention meter with masterlot strips: 2.7 inr , customer meter with masterlot strips: 2.6 inr . Donor 2: retention meter with masterlot strips: 2.4 inr , customer meter with masterlot strips: 2.4 inr . All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 272163-11) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided that would point to a cause for the result discrepancy.